Manufacturer narrative:
(B)(4)

Event description:
New information received states the patient received an inappropriate shock therapy due to noise. The lead was capped and replaced. The patient condition is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented in clinic for a follow-up, noise was observed on the right ventricular lead. Lead replacement was recommended. The patient will continue to be monitored. No further information is available.

Manufacturer narrative:
External insulation abrasion was noted at 13.4-13.7cm and 22.0-22.2cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations. Clavicle crush damage was noted at 30.5-32.3cm from the connector pin. The inner coil was exposed and the svc conductor etfe was abraded at this location. This is consistent with the observation from the field of noise.